Event description:
It was reported by the customer that a pyxis medstation es system label printer did not print insulin labels, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the label printer was not working. A filed service engineer replaced printer and uninstalled old drivers. Reinstalled new one and configure to resolve. Performed preventive maintenance and replaced the drawer. The system functioned as intended after the field service engineer serviced the device.